Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt reported all kinds of problems with it since a month pt clarified the battery is not charging - pt clarified he cannot charge the ins battery. The pt stated yesterday he could not get into MRI mode because the ins is dead so he had to cancel. The pt stated it takes an hour and a half to charge the ins and then during recharge he will be connected for 1.5 hours and then he will have to charge the controller battery. The pt stated he will charge the controller up to 100% but the battery will not last for the full charge. The pt also stated the rtm cord is getting really hot during recharge, since 2 weeks ago - pt stated it did not have any burn mark as a result of the sensation. Patient services (pss) is sending a request to repair team for the li battery pack and the rtm cord.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#:(B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.